Event description:
The pump was set to deliver a solution in a one hour period and reportedly, infused in "10-15 minutes ". No further information was made available to b.braun. No patient injury was reported.